Event description:
The user facility reported a 41-year-old male patient with cardiomyopathy was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported attempted impella 5.5 implant through the left axillary and it was unsuccessful. The endograft suture ring from previous procedure prevented passage of impella, the implant was aborted. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings and cautions: to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of delivery issue is determined to be patient condition because of patient anatomy. E4 should have been left blank on manufacturer device report 1220648-2024-12831.